Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and battery cap. The device also had cracked case at display window corners, cracked reservoir tube, and missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had a broken reservoir compartment. The blood glucose reading was 400 mg/dl. The customer stated that the reservoir compartment was cracked and that the reservoir would not fit into the insulin pump. She did not know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.